Manufacturer narrative:
Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked lcd window. (B)(4).

Event description:
It was reported that the customer had a cracked display window. Customer's blood glucose level at the time 136 mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.